Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device will not complete the boot-up process. Physio replaced the system pcb assembly and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc), located on the system pcb assembly. The sbc was inoperative and caused the device to not be able to get past the boot-up screen.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, the device does not complete the boot-up process and the service indicator is illuminated. There was no patient use associated with the reported event.